Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a high blood glucose reading of 400 mg/dl when the dexcom g6 sensor failed to connect to the ilet, and the user had administered subcutaneous insulin via pen that morning; the user was instructed not to reconnect the ilet for two hours and later reported a blood glucose of 190 mg/dl after follow-up. Symptoms included hyperglycemia. Outcomes included temporary impairment that did not require medical intervention or hospitalization. Investigation included troubleshooting and education regarding sensor pairing and device reconnection. Investigation of this case revealed a pairing failure between the cgm and ilet without associated alerts or alarms, consistent with a connectivity issue where the responsible device was not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information to assign device responsibility.